Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. It was determined the on/standby switch was potentially faulty. The on/standby switch was recommended for replacement. Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016 phone call, (B)(6) 2016 phone call, (B)(6) 2016 phone call.

Event description:
The hospital reported twice during a case the unit had a system reboot alarm during a case . The patient was manually ventilated while the unit was rebooted and then mechanical ventilation could resume. There was no report of patient injury.